Event description:
Event was reported to caldera medical by an attorney. The pt has suffered extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, add'l surgery, and other injuries. No further info has been provided.